Event description:
Lifecor customer support noticed several "battery pack fault" flags on a recent download from a male patient. Support contacted the patient and then sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery pack fault" flags was a damaged battery connector on anoher battery pack. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The patient received a replacement battery pack.